Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. The information on reprocessing of the devices was requested; however, no response has been received.

Event description:
General report received of an unspecified number of undocumented incidents of the shut off valve in the solusets did not close when the solusets emptied; subsequently, air was noted in the tubings. The solusets were being used to deliver unspecified solutions. After unspecified lengths of time in use, when the solusets emptied, it was reported the shut off valve in the solusets did not close. It was reported that air was noted in the tubing below the solusets. No air was delivered to the patients. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.